Event description:
In 2006, I had the essure procedure at (B)(6) hosp in (B)(6). About 6 months after procedure, I had began to have massive menstrual flows, severe cramping, migraines, weight gain and lower back pain and mysterious rashes that lasted for months and then mysteriously went away only to reoccur a few months later. All the doctors I began to see could not tell me what was causing all of these things and all at once. Most of them thought I was crazy. No in pain. Never as bad as I made it out to be. In 2010 I was rushed to the ER in (B)(6) for severe cramps and extremely heavy menstrual bleeding. At some point, I passed out. The nurses and doctors comment on the massive blood clots I was passing (baseball sized). Sex was so painful that one yr after essure and two yrs after marriage I could not stand it anymore. The pain was so unbearable that we ceased all intercourse and one yr later separated. Over the past seven yrs, I have continued to have massive cramps, migraines, back pain, and resorted to taking the depo-provera shot to tame the massive bleeding. I'm not using 3 or more pads an hr. Im using 7 or 8 pads an hr. All the while, doctors are telling me its normal. Its caused by x. It could be caused by y. Last week I decided to have an ablation so that I could stop the depo shots and have lighter cramps. My doctor dilated my cervix, did a d&c and seen something not normal. He found both of my inserts sticking out of my uterus. He admitted that he may have aggravated the inserts while doing the d&c and has since been causing me severe pain. My back pain has increased and the same day as the d&c, I developed a migraine that required me to again go to the ER for an imatrex shot. He has now scheduled me for a surgery to remove the inserts but does not promise that he will not have to do a hysterectomy. I was not told that the inserts were made of nickel, as I have a slight allergic reaction to most metal jewelry and pants buttons, I would not have gone ahead with the procedure. I was not told that there was even a slight chance that the inserts would migrate and potentially perforate any of my organs....